Manufacturer narrative:
Visual and functional testing was performed on the returned device. The reported difficulty to close the foot was not confirmed as the lever was opened, and the foot was deployed then the lever was closed and the foot retracted with no difficulties or anomalies noted. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported difficult to close and difficult to remove could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The subsequent patient effect and treatment appears to be related to the circumstances of the procedure. The patient effects of hemorrhage is listed in the prostyle IFU as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017 clarifier: failure to follow steps / instructions. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm interventional procedure. Reportedly, no femoral imaging was performed and it was difficult to remove the devices since the foot did not close when the lever was reversed. This occurred with two prostyle devices in a row, causing limited blood loss. The suture of a new prostyle device was successfully pre-placed. The aaa procedure was completed using the 6f sheath. Hemostasis was achieved with the pre-placed prostyle device. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.